Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was up to 600 mg/dl which was treated with bolus. Customer stated that the insulin pump had power loss alarm and large crack down the side. It was unknown that the customer did used to auto mode feature at the time of event. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.